Event description:
A malfunction was reported with the customer's pump, displaying malf 1, which was not resettable. There was no adverse impact to the customer's blood glucose level. Technical support arranged for a replacement pump, which included updated software, to be sent to the customer. The customer was instructed to switch to mdi as backup therapy, put the malfunctioning pump into storage mode, and return it using the provided box and label. Additionally, the customer was advised to program their settings and connect their cgm to the new pump.